Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had been seeing a chronic pain doctor but they couldn¿t locate the pain. They tried doing a spinal cord stimulation trial but they were not successful because they couldn¿t get it placed correctly on the nerve. They tried for hours and couldn¿t get it right. It was noted that it was a very long procedure and everyone was exhausted. The patient did not move onto getting a permanent spinal cord stimulator implant. These issues occurred in early 2010 or late 2009 and may have been (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.